Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack in the lens optic was observed. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The additional information received identifies that the surgeon encountered resistance when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd: yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv rao200e batch 045266456 showed that all manufacturing and quality checks were conducted with successful results. The root cause of the damage to the lens cannot be established from the evidence or information available.

Event description:
On 8th april 2026, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that a crack in the lens optic was observed immediately post implantation necessitating lens explantation and exchange.